Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's machine flow sensor was replaced to address the issue. In addition of the above evaluation, the device's blower and muffler assembly were replaced due to the contamination. The sheath of the lead wire was found to have been crushed, so that the system board-fio2 sensor cable was replaced. Waveform data was incomplete; only a part of the uptime was seen in the waveform. Therefore, the system board was replaced. The technician performed final test, battery checking, valve checking, a test run, cleaning, which was not related to the malfunction/issue.